Event description:
A physician was attempting to use a 3.5mm diameter x 10mm length sprinter legend rx balloon to treat a moderately calcified lesion in the lad of a patient with 95% stenosis but the balloon could not inflate due to holes in the balloon. It was also reported that while the physician was attempting to deliver a 3.0mm diameter x 38mm length resolute integrity rx drug-eluting stent, the stent was displaced over the balloon prior to deployment while negotiating the lesion at the lad. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (no results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. (Unable to confirm complaint) - device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Evaluation codes, results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and moderate calcification. (Deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and moderate calcification. (B)(4).

Event description:
Evaluation summary: the protective sheath and stylette were returned with the device. There was no damage visible to the catheter. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small tear was visible on the balloon cone.